Event description:
A distributor reported that a touchscreen on a device was cracked or shattered. There was no reported impact to the customer¿s blood glucose level. The device was returned for inspection, and a replacement pump was issued.